Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient¿s cgm was reading 400 mg/dl and then went into a brief sensor state. When the cgm values returned, it read 200 mg/dl but then went back into the brief sensor state again. Readings came back and were showing 200 mg/dl and then jumped to 400 mg/dl. The patient was wearing a tandem insulin pump. The patient was experiencing nausea, vomiting, increased heart rate, weakness, and ¿high ketones¿. The patient¿s bg meter reading was tested and found to be 510 mg/dl while the cgm was reading 400 mg/dl. Around 10am, the patient¿s father brought the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading could not be recalled and the cgm device had been removed. The patient was treated with IV insulin and IV saline. The patient was discharged after approximately 6 hours. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).